Event description:
Bowel obstruction, anastomotic leak. A 29 year old female pt, height 67cm, weighing 60.8kg with ulcerative colitis, status post total proctocolectomy with ileoanal pouch anastomosis in 1999. Four sheets of seprafilm, lot no 342978 were utilized during this surgery. The pt returned to the or in 1999 for ileostomy closure. Four add'l sheets of seprafilm were applied at this time. The physician reported a questionable obstruction at the ileostomy site. On post-operative day #2 the pt showed decreased blood pressure, tachycardia and decreased urine output. The pt was again taken to the or in 1999 for exploratory laparotomy where a perforation was found at the stapled ileostomy closure site. End ileostomy was performed at this time. The pt was reported to be in septic shock post operatively with recovery ongoing in ICU. Application sites for seprafilm include right and left gutters, under abdominal wound and ileostomy site. The event was assessed as life threatening and remotely/unlikely related to the use of seprafilm. Serious, anastomotic leak - not labeled, unlikely related.